Event description:
Medtronic received a report that the echelon 10 microcatheter was delivered normally, and it was found that the distal end marker was missing. After it was removed, it was replaced with a new microcatheter to complete the surgery. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for intracranial blood vessel stenosis. The patient's vessel tortuosity was normal. The access vessel was the femoral artery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360) as found condition: the echelon-10 catheter was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened echelon inner pouch. Visual inspection/damage location details: upon visual inspection, no damages or irregularities were found with the echelon-10 hub. No kinks were found with the echelon-10 micro catheter body. The echelon-10 micro catheter distal tip was found to be separated and not returned for analysis. Therefore, any contributing factors could not be assessed. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. Approximately 2.0mm of the distal marker band and tip were found missing. No other anomalies were observed. Testing/analysis: the echelon-10 total length was ~154.8cm and usable length was ~147.0cm which were measured to be within specifications. The echelon-10 micro catheter was flushed, water exited from the distal tip. An in-house 0.016¿ mandrel was inserted into the echelon-10 hub and through the distal separated end without issue. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. The broken end of the catheter exhibited with plastic deformation (jagged edges and stretching) which indicated that the catheter tip separated when exceeding the tensile strength of the tubing material. It is possible high force was used (pushing/pulling) during delivery; subsequently causing the catheter tip to separate. However, the root cause for the tip separation could not be determined. The separated distal marker/tip was not returned; therefore, any contributing factors (such as damage) could not be assessed. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
They were unable to judge if the marker band dislodge in the patient. The cause of the event was not determined.